Event description:
Related manufacturer reference number: 2017865-2022-19338. It was reported that a patient presented for an right ventricular (rv) lead revision procedure. During prior implant of the rv lead, the rv lead was found to have abnormal sensing amplitude, and the it was noted that the rv lead was difficult to position. Following the completion of the implant, the patient's rv lead was found to have dislodged. The dislodgement resulted in muscle stimulation and high capture thresholds. Additionally, the physician suspected that the left ventricular (lv) lead had dislodged when examining under x-ray imaging. No lv lead electrical malfunctions were reported. The lv lead was not addressed and the rv lead was successfully repositioned on (B)(6) 2022. The patient was stable throughout.